Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump basal history did not reflect accurate data despite being in use. There was no reported adverse impact to the customer. Ultimately, the pump displayed the accurate history. Reportedly, the customer continued using the pump for insulin therapy.